Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician plugged the device into ac to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to testing with a test battery and the device gave the appropriate low battery alarms. No faults were found during an internal inspection. The battery used during the reported event was not returned as part of this investigation. The device was recertified and returned to the customer. Review of the device activity logs did indicate a shutdown occurred and a low battery alarm was given. The logs show the device was powered back on with ac power and continued to recognize a low battery status. The last power off event showed that the device did shutdown due to a low/depleted battery being used. Analysis of reports of this type has not identified an increase in trend.